Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.